Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they understood that their heart rate would not go below 60 beats per minute (bpm); however, recently, the patient is seeing heart rates from 52, 53 to 54 bpm first thing in the morning, then it goes back to 60 bpm for the rest of the day. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.